Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Evaluation codes: the investigation conducted included review of stability data, release testing data and complaint data. The lot number associated with the complaint was unknown, therefore, no manufacturing records could be reviewed. An investigation was conducted to find out the root cause behind this issue. As the reagent lot involved in this issue was unknown, the investigation focused on tracking the performance of all 7k70 reagent lots through complaint tracking and trending review (which did not show any adverse trend) and review of data generated at in process and final product release testing. During in-house testing of architect total psa reagents, serum-based panels are used to ensure that reagents are performing acceptably. A review of data generated in the previous 12 months during in process and final release testing was completed. Serum-based panel and control concentrations obtained were all within in-house specifications for all 7k70 reagents. No issues were observed during this period. Seven 7k70 reagents lots underwent stability testing, all lots tested were within in-house specifications and no issues with stability were observed. The customer was advised to review the architect total psa package insert for further instructions regarding trouble shooting. The package insert states that user should insure that complete clot formation in serum specimens has occurred prior to centrifugation. Some specimens, especially from patients on anticoagulant or thrombolytic therapy may exhibit increased clotting time. If specimens are centrifuged before a complete clot forms, the presence of fibrin or particulate matter may cause erroneous results. The customer was also directed towards the specimen collection and preparation for analysis section of the architect total psa package insert where it is stated that if proper specimen collection and preparation cannot be verified or samples have been disrupted due to transportation or sample handling, an additional centrifugation step is recommended. Review of the instrument error data sent by the customer contained error code 3350 (aspiration error) and error code 3356 (aspiration error on liquid level sense board) these errors may indicate an issue with the sampling probe as well.based on the investigation, it was determined that architect total psa 7k70 reagents are performing within their intended use, specifications and label claim. This is a final report.

Event description:
The customer stated that an architect i2000sr total psa result of 21.019 ng/ml was reported on a patient (a physician). The physician questioned the result and the sample was retested. The retest results were 0.258 and 0.231 ng/ml. No instrument errors were generated while the sample in question was tested. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). The causative agent has been changed from the architect analyzer to architect total psa reagent, ln 7k70-20. This is a final report.